Manufacturer narrative:
The devices involved in this event have been discarded by the hospital; therefore, a device evaluation will not be performed. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device discarded by hospital.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with an alto stent graft system. Reportedly, the aortic bifurcation was tighter (18mm) and calcified. The alto main body was implanted in an anatomical orientation due to the tightness. The limbs opened in a fairly ap orientation due to the tightness. The physician almost immediately cannulated what was thought to be the contralateral limb. The endologix rep. Requested a post dilatation balloon to be entered into the contralateral leg to see if the cannulation was more easily visualized. Agreement was made that it definitely appeared to be in the contralateral leg. The procedure continued as normal. The ipsilateral limb was delivered without incident. On the final image it was identified that both limbs were in the ipsilateral limb. The patient did not have an adverse reaction to the implant, and there was flow through both limbs. However, the physicians elected to explant the devices and perform open repair.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed as it was discarded at the hospital. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.